Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by manufacturer. No obvious lead discontinuities noted on x-rays reviewed by manufacturer. Device malfunction is suspected but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that normal mode diagnostics yielded high lead impedance indicating a possible lead malfunction. Additional information received from the physician's office indicated that no anomalies were observed in the x-rays. X-rays reviewed by MFR did not reveal any obvious lead discontinuities. No serious injury was reported.